Event description:
Information received from the field notes that the patient was in the hospital for an unrelated surgery where electro- cautery was used. While in the recovery room, the device was found to be pacing at the maximum sensor rate of 135 ppm. A magnet was applied briefly to bring the rate down. After three hours, normal pacing resumed.